Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the proportional solenoid (psol) valve. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.